Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
Return device analysis revealed that the guide wire used in the procedure was a whisper guide wire, not the balance middleweight guide wire as initially reported.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned whisper guide wire noted no contrast visible and blood on the polymer which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core and polymer separated, 9.9 cm proximal to the tipball. The polymer was stretched at the separation. There were two kinks in the core distal to the separation. There was a bend in the tip, 5 mm proximal to the tipball. The polymer was bunched proximal to the separation for a length of 3 mm. The noted kinks in the core, bend in the tip and bunched polymer appears to be the result of the noted guide wire separation. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the wire for use, that a bend could occur that would later fracture. Although there was no reported resistance during the procedure and during removal of the guide wire from the anatomy, the vessel was described as heavily tortuous which could have contributed to the reported guide wire separation. Additionally, a snare device was used to retrieve the separated portion of the guide wire. The lot history record for this product was not reviewed and a similar incident query was not performed because the product part and the lot number were not reported. Overall, the reported separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the balance middleweight (bmw) guide wire was being used in a procedure to treat a heavily tortuous circumflex lesion. After placing a non-abbott balloon catheter at the lesion, an attempt was made to exchange the bmw for an ironman guide wire. The bmw guide wire was removed without resistance, at which time it was noted that approximately 4 inches of the tip had separated and remained in the patient. The balloon catheter was removed and a snare device was used to pull the separated piece of guide wire into the guide catheter and they were removed together as a single unit. The vessel was re-wired and the procedure was successfully completed by stenting the lesion. There was no clinically significant delay in procedure and no adverse patient sequela. The patient was discharged on (B)(6) 2011. No additional information was provided.